Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an eye fundus hemorrhage in the left eye and increased intraocular pressure in the right eye. Surgery was urgently performed in the ophthalmology department of a near medical department. Episodes of ventricular tachycardia (vt) occurred during surgery and poor visual field in both eyes made it near impossible to safely manage the vt at home. Admission management was performed for this reason. This was not related to the device. It was a complication due to diabetes mellitus (dm). The re-admission measures were device control and assistance with activities of daily living (adl).

Manufacturer narrative:
Section h6 correction: health effect - impact code 4644 - medication required added. Section h6 correction: health effect - impact code 4636 - unexpected diagnostic intervention added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists potential adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. The IFU outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Diagnostic testing was used. Bleeding was confirmed. The bleeding healed and resolved. The bleeding was treated with left eye lens reconstruction surgery, vitrectomy under microscopic visualization, and retinal photocoagulation. The plan of care was regular ophthalmology visits and diabetes mellitus control. The patient had vt during surgery but was asymptomatic. The patient had spontaneous return to sinus rhythm. The arrythmia resulted in decreased ventricular assist device flow. The arrythmia was not sustained. Prior to left ventricular assist device (lvad) implant the patient had atrial fibrillation and had amiodarone initiated. The arrythmia could not be ruled out as device related. There was no implantable cardioverter-defibrillator (ICD) implanted prior to the lvad. Since the left vitrectomy on (B)(6) 2025 frequent suspected vt has been observed. The patient was under observation with sotalol. Although sinus rhythm was restored, if frequent episodes continue, ICD implantation or ablation would be considered. The arrythmia was reported to be a vt waveform with a heart rate in the 200s lasting for a few minutes.